Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose, diabetic ketoacidosis and coma on (B)(6) 2019 at 9:30 am with blood glucose of 685 mg/dl. Customer was treated with insulin drip. Customer also reported that the insulin pump had insulin flow blocked alarm. Troubleshooting was declined and cannula was bent. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.